Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that the monitor goes black, and errors were visible due to the faulty image disk. The rse suggested replacement of 2 image disks and it was replaced on another work order. After replacement of 2 image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the monitor go black and errors were visible. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.